Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device was identified. Monitor ¿ exempt per wi-7915 - known possible complication of joint replacement surgery. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The reported event is considered one of the possible complications of joint replacement. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Visual examination of the provided x-ray images found no evidence of implant fracture, disassociation, or anything indicative of a device non-conformance. Without the physical complaint sample associated with this report, it was not possible to determine if the device failed to meet specifications at the time it was released for distribution. The device associated with this event was used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No evidence was found indicating product error was a contributing factor. The need for corrective action was not indicated. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿modular junctions¿ by hugh u. Cameron, mb, chb, frcs(c), faaos, published by orthopedics (2005), vol. 28, no. 9/supplement, was reviewed. The purpose of this article was to determine if the proximal seal on the s-rom stem was able to prevent distal stem osteolysis by blocking polyethylene debris created by wear of a polyethylene liner. Implants: s-rom stem with s-rom proximal sleeve. The manufacturer of the acetabular components and femoral head are unknown. Results: there were three patients that had distal femoral osteolysis at final follow-up. One patient died of unrelated causes before revision surgery. One patient experienced a periprosthetic fracture through the distal osteolysis and was revised to al long stem, which remained asymptomatic at 9 years follow-up. One patient required revision surgery. Of the stem. All three patients with distal osteolysis had initial inadequate osseointegration of the proximal sleeve that resulted in radiolucent lines between the sleeve and bone which allowed access of polyethylene debris resulting in distal osteolysis. In the three revision surgeries, the proximal sleeve was adequately osseointegrated and left in situ. Captured in the complaint: 3 revisions of the s-rom stem due to distal osteolysis and one periprosthetic fracture. 3 s-rom augments with initial inadequate osseointegration requiring no revision surgery. The acetabular components-including the polyethylene liner-and the femoral head are unknown and therefore not captured in this complaint. "